Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 29 mg/dl. The customer was hospitalized due to low blood glucose levels on (B)(6) 2014. The customer reported somehow having over infused on insulin. It was reported that the customer went to sleep with about 65 units of insulin on the insulin pump but somehow woke up with about 15 units of insulin and low blood glucose levels. The customer has stopped using the insulin pump about two weeks ago due to getting false readings from the insulin pump. No additional information was provided.